Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, erosion, infections, depression, she is housebound, embarrassment, and costly incontinence. No further info has been provided.